Manufacturer narrative:
Investigation result: one 41173e-0006 sample was received without packaging for investigation; clear residual fluid was present in the set. The customer reported that the affected sample was from lot 25065572 and that "the giving sets are faulty. They appear to be oval shaped which means it's not connecting properly and when connected to the bag of fluids it's pouring out. The hospital warehouse has checked their stock on hand, and the issue appears to be random, and not impacting all connectors. Only some." Visual inspection of the returned sample confirmed the customer's experience. The y-site smartsite was oval in shape and when subjected to a gravity infusion, fluid leakage occurred from the piston. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 25065572 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval smartsite is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 41173e-0006 set in the past 12 months.

Event description:
No additional information

Event description:
It was reported that the bd alaris smartsite gravity set was damaged. The following information was provided by the initial reporter: it was reported that the giving sets are faulty. They appear to be oval shaped which means it's not connecting properly and when connected to the bag of fluids it's pouring out. There was no reported patient injury. The hospital warehouse has checked their stock on hand, and the issue appears to be random, and not impacting all connectors. Only some.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.